Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was surgically revised due to inappropriate anti-tachycardia pacing (atp) attributed to t-wave oversensing. It was noted that r-wave amplitudes were all over the place, and adjusting sensitivity from 0.6mv to 0.9mv had helped. It was noted that the lead position did not appear to have changed, however the rv lead was surgically repositioned successfully. No additional adverse patient effects were reported.